Event description:
During a maxillofacial procedure involving vsp systems devices, the surgeon reported drilling additional holes in the patient anatomy in order to fit a custom plate and achieve the desired dental occlusion.